Manufacturer narrative:
The reported event of calcification, causing decreased leaflet mobility, could not be confirmed. High gradient was also reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however calcification is a known issue of tissue valves, and the patient was on dialysis and had a medical history including arteriosclerosis obliterans and hyperlipidemia, which may have been contributing factors to the calcification.

Event description:
On (B)(6) 2018, a 19mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with high gradient of 80mmhg. On (B)(6) 2018, a re-do avr was performed and a carpentier-edwards perimount magna ease aortic heart valve (size unknown) was implanted. Upon explant of the trifecta valve, all three cusps were heavily calcified and unable to be opened at all using forceps. The mobility of all cusps was reported to have been decreasing remarkably. Post-operatively, the patient is reported to be stable. The patient was undergoing dialysis which might have contributed to accelerated calcification. The patient has medical history of arteriosclerosis obliterans and hyperlipidemia.